Event description:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the dfm100, indicating a therapy test failure. There was reportedly no patient involvement. The device was evaluated by a field service engineer (fse) to assess the reported issue. The alleged malfunction of the device, indicated by the therapy test failure, was successfully resolved through the replacement of the capacitor. The device remains at the customer site and no further evaluation is warranted at this time. Based on the available information and the conducted testing, the cause of the reported problem was determined to be a malfunction of the capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse replaced the capacitor to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.